Event description:
Reporter alleged eating breakfast and taking his normal amount of 60 units of novolin. He alleged that sometime that evening, he passed out the emts were called, and they obtained a 278 mg/dl result on his advantage system. Reporter stated, that sometime after that they also obtained a 40 mg/dl result on their sys, but no timeframe was provided. Reporter stated, the emts treated him with glucose and took him to the ER where he was released a short time later. No other actions were reported taken or treatment received. Reporter indicated that the strips in use were expired and per product labeling expired strips should not be used with his sys. A request was made for the return of the suspect device and replacement product was sent.